Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to confirm that the pump was not alarming load set when no set was loaded. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was not alarming when no set was loaded. The initial reporter also stated that this occurred during testing and no patient was involved. (B)(4).